Event description:
Follow up information identified the patient underwent revision on (B)(6)2019 where the old octrode was left insitu and not connected to an ipg. A new lead was implanted, and impedance were resolved intraoperatively. Postoperatively, effective therapy was restored. No further intervention is planned to explant the old lead left disconnected insitu.

Event description:
Additional information identified the patient began the epidural lead trial on (B)(6) 2019.

Manufacturer narrative:
Device information has been requested but is not available at this time. Additional devices may be added at a later date based on available information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on several contacts. To address the issue, the physician plans to do an epidural trial with this patient.

Event description:
Follow up information identified the epidural trial went well and the patient achieved effective therapy with good pain reduction.